Event description:
During product evaluation, failure code 703:00 was identified in the pump's event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.